Event description:
Pt was status post coronary artery bypass grafting, had epicardial pacer wires to pacer set to back up rate of 60/min with vent ma13. Pt with multiple rhythms. Pt had less than 3 seconds of asystole, eyes rolled back in head - pacer spontaneously off, then on - rhythm returned to afib at 160/min. Pacer changed out without further problems.